Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.). Living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient experienced an irritated infusion site (arm) after wearing the pod. The affected area was painful, red, irritated, and "hard to the touch" within 24 hours of wearing the pod, therefore, was removed. Additionally, the patient endured "a really high fever." Medical attention was sought at an emergency room and the patient's arm was examined by a health care professional (hcp). An infection was confirmed and antibiotics were prescribed (cephalexin 500mg once every 12 hours for 10 days) as treatment. Ibuprofen (advil) was administered for patient's fever. After infection was treated, a new pod was applied and activated with no issues.